Event description:
The patient had poor stimulation coverage of her painful areas. The hcp revised the leads, and added a third lead. The pt had much improved coverage afterward. At a follow up clinic visit a month later, the pt continued to have good coverage. A follow-up report will be submitted, if additional info becomes available.